Event description:
The devices were explanted due to loosening with noticeable osteolysis of the proximal femur. At removal the prosthesis assembly was found broken just below the femoral body at the junction of the body and the stem. Pt claims that no fall, push, accident, or high load occurred.

Event description:
The devices were explanted due to loosening with noticeable osteolysis of the proximal femur. At removal the prosthesis assembly was found broken just below the femoral body at the junction of the body and the stem. Patient claims that no fall, push, accident, or high load occurred.